Event description:
As reported by the varian field service engineer (fse) in (B)(4), during service operation of the machine, the back-up monitor unit (bu mu) counter was tested and failed the specification. The event was only observed by varian service personnel. After a treatment in service mode, the machine was switched off (emergency off). When switched back on the bu mu counter reset the value. The expected behavior is to hold the mu value until a new treatment is prescribed as we found out later. The fse's replaced the batteries of the bu mu counter and performed a system technical bulletin (stb) but observed the same behavior. The fse's performed the bu mu counter test on three other machines and the behavior observed was as expected: the mu value was held correctly. There was no report of serious injury as a result of this issue.

Manufacturer narrative:
The device remains on the customer site and the customer is aware how to get delivered dose information if a power outage occurs during treatment. Although there was no reported injury in this case, the available information suggests a malfunction of the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.